Manufacturer narrative:
The device was received for evaluation. The common carotid (blue) balloon was found degraded/cracked. While the reported damaged balloon was confirmed, the exact cause could not be determined. It is possible that the product was exposed to abnormal storage conditions, excess heat/light exposure or was damaged while preparing the device for the procedure. The IFU states: "since natural rubber latex is affected by environmental conditions, proper storage procedures must be practiced to achieve optimum shelf life. The product should be stored in a cool dark area away from fluorescent lights, sunlight, and chemical fumes to prevent premature deterioration of the rubber balloon. Proper stock rotation should be practiced." The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. It is likely the device was damaged during the manufacturing process or during handling prior to use. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements.

Event description:
It was reported that the pruitt f3 shunt has a punctured proximal balloon. Found during pre-use test. No injury reported to patient.